Event description:
--

Manufacturer narrative:
The lead was returned in two segments, severed 13 centimeters (cm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The rs- portion of the distal segment was not tested due to the extracting stylet being returned in the lead. An x-ray was performed on this section which revealed all conductors were intact. Microscopic inspections of the electrode tip found calcification on the lead. Calcification on the lead tip could affect the impedance measurements.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
The patient was not brought into clinic for further evaluation and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. This implantable cardioverter defibrillator (ICD) and lead were explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient was seen in clinic. Shock impedance measurements were between 115 and 126 ohms. The device and lead will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned for analysis. Should additional information become available this report will be updated.